Event description:
It was reported that "peel away sheath is flowering and making it difficult to remove. Small pieces broke off of the sheath when peeling away. All pieces removed from patient. Clinician had to use a scalpel to nick in order to insert the peel away sheath." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned two pieces of a peel-away sheath for analysis. The sheath was torn along its scorelines as intended. Signs of use were observed. Visual analysis revealed that the distal end of the peel away sheath tip was damaged. It was noted from the customer description that the clinician had to use a scalpel to nick to insert the peel-away sheath, which could have contributed to the damage. The peel-away sheath length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per peel-away product drawing. The sheath outer diameter and inner diameter could not be measured due to the nature of the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage. The customer report of the damage to the peel-away sheath tip during use was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath tip was deformed with partially torn portions. It was noted that the sample was peeled along its intended score lines prior to being returned. Despite the damage, the sheath and the dilator met relevant dimensional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.